Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels; values were not provided. Low bg causes were not known. The customer's friend administered glucagon to treat the bg as the customer was incapacitated due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.